Manufacturer narrative:
Patient¿s identifier and date of birth are not available for reporting. Date of postoperative screw breakage is unknown. This report is for one (1) unknown matrix screw. Part and lot numbers are unknown. Without the specific part number and lot number, the UDI is not available. Implanted in 2014; exact date is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. The (510k): unknown, as the specific part number for matrix screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a matrix screw broke before a l5 revision procedure on (B)(6) 2017. The original surgery was a bilateral l3-l5 posterior lumbar fusion performed in 2014. Revision surgery was performed due to pseudoarthrosis (nonunion) and a fractured screw. The matrix screw broke postoperatively, into two pieces, and was partially removed. The break occurred at mid shaft, 29 mm from the tip. There was a reported fifteen (15) minute delay to remove the broken screw. Revision surgery was completed successfully and patient was stable following revision surgery. The patient has not reported anything postoperatively. This report is for one (1) unknown matrix screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product development investigation was completed based on the provided x-rays. The complained product (matrix polyaxial screw) was not returned to customer quality (cq) for evaluation. This investigation/evaluation was performed based on one (1) x-ray provided. The provided x-ray showed a postoperatively broken matrix polyaxial screw. The screw was broken in half at the threads creating a distal and proximal portion; the distal portion of the screw was separated from the proximal portion (with matrix head). This complaint is confirmed. Whether this complaint can be replicated at cq is not applicable as the device was not received in cq and is already broken postoperatively. The synthes matrix spine system is a universal set of implants that cover degenerative disorders (open or minimally invasive access), deformities and trauma indications. Although a definitive root cause could not be determined, this complaint condition is likely caused by a non-union at the fracture site. When there is insufficient reduction or healing is delayed, there are increased loads the implant must withstand, that would normally be supported by the bone, which could eventually cause the implant to break due to material fatigue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.